Manufacturer narrative:
H3: product analysis #292879584:equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): the axium prime coil and was returned for analysis within a shipping; within a resealable biohazard bag and within a secondary resealable plastic bag. The axium prime coil was returned within the introducer sheath. Visual inspection/damage location details: the axium prime coil pushwire was found to be broken but retained by release wire at ~8.5cm from proximal end. The axium implant coil was found to be stretched and damaged out of introducer sheath. The implant coil was unable to be pushed out for further analysis as it was found to be stuck in sheath. No other anomalies were observed. Conclusion: based on the device analysis and the reported information, the customer¿s report of ¿coil kink/damage¿ was confirmed as the axium prime pusher was found to be kinked and the implant coil was found to be damaged; however, the cause of the damage could not be determined. Possible causes are coil is not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation, user advances or retracts the coil against resistance. There were no reported issues pushing the axium implant coil from within the introducer sheath during preparation per IFU. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during preparation, a kink on hand was confirmed during delivery to the microcatheter. There was no resistance during preparation or use. Continuous flush was administered during the procedure. The location of the damage is the proximal pusher. The device was prepared as indicated in the package insert. No patient symptoms or further complications were reported as a result of this event. Additional information was received that the kink was discovered during the procedure. There was no damage or evidence of tampering to device packaging. The proximal end of the pushwire secured in the guidewire when the package was opened. There were no definite problems that resulted in the damage that was found.